Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while using a versajet ii console, the machine would not prime. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed and showed no damaged to the device. Functional inspection was performed and showed the device functioned as intended. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. Probable root cause may be an obstruction in the fluid line or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.